Event description:
"Caller alleged discrepant results compared with the lab. Exact time/dates not provided. Pt was in the hospital on monday and tuesday ((B)(6) 2011 and (B)(6) 2011). He stated that he went to the hospital due to not feeling well. He was given lovenox for 1 day while in the hospital. Before going to hospital, he got 2.4 inr with his meter. While in hospital, the lab got 1.9 inr, no meter results done within an hour of the lab. Then after he came back from hospital, he got 2.9 inr with the meter. His target range on the meter is 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.